Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." It is further warns to always have a backup controller handy and, whenever possible, a caregiver nearby when changing power sources or controllers. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117. Controller has not been received.

Event description:
It was reported from (B)(6) that while physiotherapist worked with the patient there was a beep and she checked the power sources. While doing this a disconnected battery was recognized. The reattachment of the battery failed due to a bent pin. A controller exchange was performed by the perfusionist. The patient and responsible physiotherapist were retrained. Logs were not obtained.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection, confirming a broken pin on power port 1 of the controller. The confirmed malfunction is related to the reported event. The most likely root cause is a forced connection to the port causing the pin to break. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.